Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the distractor stopped distracting; it was noted that the patient was non-compliant. The patient underwent a revision procedure on (B)(6) 2016 where the distractor was explanted and a new distractor was implanted. The patient's current status is reportedly as good.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after osteotomy and implementation of the distractor, during distraction process, the alveolar distractor device was not was not performing properly. The distractor device body was implanted in the patient on (B)(6) 2016; however, it is unknown when the reported distraction issue began. There was no delay during the initial implantation procedure surgery. This report is 1 of 1 for (B)(4).